Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 694965 lead, implanted: (B)(6) 2005; 3487a pain stimulation lead, implanted (B)(6) 2009; 3487a pain stimulation lead, serial number (B)(4), implanted (B)(6) 2009; 3888-33 pain stimulation lead, implanted: (B)(6) 2009, 3888-33 pain stimulation lead, serial number (B)(4), implanted: (B)(6) 2009; 3708240 neuro extensions x 2, implanted (B)(6) 2011; 37702 pain stimulation implantable pulse generator, implanted: (B)(6) 2011 (B)(4).

Event description:
It was reported that the patient was experiencing chronic pocket pain. The device was repositioned and the right ventricular lead was removed and replaced. Additionally, while extracting the rv lead the atrial lead was damaged. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)